Event description:
The manufacturer received a voluntary medwatch # mw5106118 from the FDA. The customer states the device stopped functioning and displayed a ventilator inoperative alarm condition. The patient allegedly turned grey and had to be manually ventilated. The patient was transported to the hospital. No further device or customer information was provided. The manufacturer is unable to contact the customer for verification. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received a voluntary medwatch # (B)(4) from the FDA. The customer states the device stopped functioning and displayed a ventilator inoperative alarm condition. The patient allegedly turned grey and had to be manually ventilated. The patient was transported to the hospital. No further device or customer information was provided. The manufacturer is unable to contact the customer for verification. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.